Manufacturer narrative:
(B)(4). It was reported that the patient underwent recurrent incisional herniorrhaphy on (B)(6) 2013 due to incisional hernia with adhesion on the whole anterior abdominal wall. The wall defect was repaired in an open abdominal procedure with mesh and closed in layers. Hemovac system was applied at the conclusion of the procedure. On (B)(6) 2014, the patient experienced a fistula draining fecal matter in the right lower quadrant. On (B)(6) 2014, the patient underwent open abdominal procedure for fistula repair. The mesh was still intact and adhered to the bowel and it was not possible to remove the mesh completely. The patient underwent release of adhesions, colostomy and abdomen block closure. Surgeon opines patient malnutrition, previous surgery, previous mesh, and drug addiction contributed to fistula formation. The patient is healing successfully and is being managed with colostomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an incisional herniorrhaphy in (B)(6) 2014 and mesh was implanted. Five months following the procedure, the patient experienced an enterocutaneous fistula and bowel perforation which drained fecal matter without exposure of mesh. On (B)(6) 2014, the patient underwent another procedure for the bowel perforation and a surgical washing of cavity was performed. During the procedure, it was observed that the fistula and the mesh almost integrated within a short period of time. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.